Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported that the aviva combo meter does not communicate with the pump and that she could not send the bolus info to the pump. The aviva combo meter did the glucose test correctly: 411mg/dl and then recommended 3 units of insulin, but then the devices did not communicate and insulin was not sent to the customer. No error was displayed in the pump or meter. The bluetooth symbol appeared, but no communication has been established. The customer's mother had to use an insulin pen to administer 3 insulin units to lower the glucose level. 40 minutes later, the patient's blood sugar lowered to 286 mg/dl. The patient was brought to the hospital by an ambulance, because of this incident, where the customer had a blood glucose level of 324 mg/dl. The mother informed that the user was having high result because of a virus (not specified by the mother) and ketone bodies of 0.1 mmol/l. The customer did not spend the night at the hospital and received no treatment in the hospital.